Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the scissored clip was removed when the cystic duct was cut by placing another clip behind it, and no patient consequences was observed.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: were there any patient consequences due to the scissored clips damaging the tissue? What is the current patient status?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while performing the ligation of the cystic duct, the clip was placed on the duct and was falling off. After several firings of unsuccessful ligation, the clips were falling out of the jaws. Some clips got places; however, the clip was bending in a criss cross 'x' shaped manner and damaging the tissue. A competitor product was used to complete the procedure.